Event description:
A ventilator was returned to the MFR for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's system board and blower motor were replaced to address the issue.